Manufacturer narrative:
Date of report: 14jun2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit¿s touchscreen will not respond. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the bme reported the unit fails touchscreen calibration. The rse advised the touchscreen assembly may be malfunctioning and provided part ID. It is unknown if any part or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.